Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h.6.

Event description:
Patient reported "exchange with no complaint against the device". Later, a healthcare professional reported "rupture" found during surgery. This record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "rupture".

Event description:
Patient reported "exchange with no complaint against the device". Later, a healthcare professional reported "rupture" found during surgery. This record is for the right side. The device has been explanted. The device will be returned.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases, wear abrasion and non penetrating nicks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "exchange with no complaint against the device". Later, a healthcare professional reported "rupture" found during surgery. This record is for the right side. The device has been explanted. The device will be returned.